Manufacturer narrative:
(B)(4). The device history records for the returned sam 350p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 350p from (B)(4) on (B)(6) 2015. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2015. Damage was observed on both locator pins on the returned pad-pak which prevented a secure connection. This combined with the pogo-pin failing to spring into position prevented the device from making sufficient sustained contact to successfully power on the device. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in section of this report.

Manufacturer narrative:
(B)(4).

Event description:
There was no patient involved in this event. Pogo pin has been either sheared off or pushed inside the device